Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) implanted in 2005; the device stopped to function as intended in 2015; therefore, the patient experienced urinary incontinence. A replacement surgery was performed and upon removal of the device a hole was identified in the balloon. A new aus was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Manufacturer narrative:
Investigation summary: with all the available information boston scientific concludes that the reported hole in the balloon was confirmed. A pinhole was identified in the heavy scaling area on the balloon shell. Review of the manufacturing documentation confirmed the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the balloon component was visually inspected, microscopically examined, and tested for leaks. During the visual inspection, it was observed that there is heavy scaling on the balloon. The device did not pass the leak test; a leak was observed on the balloon shell in one of the heavy scaling area. Under the microscope, it was confirmed that there is a pinhole in the heavy scaling area on the balloon shell. This pinhole was most likely due to fatigue caused by scaling. The pump kink resistant tubing was visually inspected, scaling and light wear was observed; however, there was no impact on the functionality of the pump. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptom of urinary incontinence was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had his artificial urinary sphincter (aus) implanted in 2005; the device stopped to function as intended in 2015; therefore, the patient experienced urinary incontinence. A replacement surgery was performed and upon removal of the device a hole was identified in the balloon. A new aus was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.